Event description:
A registered nurse reported that during an intraocular lens (iol) implant procedure, the surgeon heard a "pop" or "click" noise upon insertion of the lens. Vitreous began coming forward. The lens was removed and a vitrectomy was performed. The replacement lens was implanted in the sulcus. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicates the product met release criteria. The customer indicated the use of an approved cartridge with a handpiece, product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown which handpiece and which viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).